Event description:
It was reported that during a therapy with a renasys touch device the staff switched the device off and then restarted however the gauze was not sucked down properly, fluid was pooling in the gauze which was very wet when removed but no leak alarm occurred, so the device was discontinued.

Manufacturer narrative:
We have now completed our investigation into this complaint. As of today, device return and additional information has been requested for this complaint but has not become available. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint. If the product becomes available in the future, this case will be reopened. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Since the npwt involves various elements, it is difficult to determine what could have caused the user to experience the reported issue without the device being returned. It is recommended to check the wound dressing frequently to ensure it is fully compressed and firm to the touch; and not to rely solely on the device alarms to ensure that therapy is being effectively delivered. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.